Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD), who had heart block, presented to the emergency room and no pacing was observed. The device could not be interrogated.